Event description:
The customer reported that erroneous, elevated nucleated red blood cell (nrbc) results and elevated blast cell results were generated on two coulter lh 750 hematology analyzers without instrument flagging. This report is one of two and represents the initial patient testing results for one patient sample which generated an erroneous, elevated (nrbc) result and an elevated blast cell result, without instrument generated flags. These results were generated on the coulter lh 750 hematology analyzer with serial number (B)(4) on (B)(6) 2011. No erroneous results were reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. A manual differential was performed because of the high nrbc results generated by the coulter lh 750 hematology analyzer. The results indicated that 63% blasts were seen on the manual smear and no nrbc's were seen on the manual smear. Instrument sensitivity settings for differentials were not provided by the customer. Patient sample collection and handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Review of customer supplied instrument/patient data indicated that the patient sample had a dominant lymphocyte population. It had many atypical lymphocytes according to the manual differential count. The histograms show two separate populations in the lymphocyte region. The smaller one had quite a low direct circuit mean and has a low peak in the white blood count histogram of the complete blood count module. The algorithm classified the smaller population as nrbc (194.9%) and set a nrbc suspect flag, however, because the instrument was set to enumerate the nrbc results, the nrbc instrument flag was suppressed. Also the instrument variant lymph instrument flag was set at the instrument's highest sensitivity setting. The root cause is that the algorithm classified the lymphocytes as nrbcs. An instrument generated flag nrbc instrument flag was suppressed due to a customer selected instrument setting. Also the variant lymph instrument flag was set at the instrument's highest sensitivity setting. Mdrs associated with this event: 1061932-2011-01421, 1061932-2011-01422.